Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4)) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. Load cell characterization test procedure failed and revealed that both load cells were defective, likely attributed to mishandling such as a drop or a defective component. Both load cells were replaced to remedy the fault. Visual inspection of the autopulse platform was performed, and no physical damage was observed. During further functional testing, it was found that the drivetrain motor brake gap was too wide, out of the specification, likely as a result of wear and tear. The autopulse platform is a reusable device and was manufactured in september 2015 and has exceeded its expected service life of 5 years. The brake gap was adjusted to resolve the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4)) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.